Manufacturer narrative:
Date received by manufacturer: 04nov2019. Date of report: 08nov2019. Corrected device code. The field service engineer (fse) states that the unit has failed with navigation ring issue. The (fse) replaced the front bezel to address the issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The manufacturer¿s field service engineer (fse) reported that the ventilator failed on preventive maintenance. There was no patient involvement. Event date not specified; estimate used.